Manufacturer narrative:
Follow up attempts were made to obtain additional information in regards to patient information; no response received to date.

Event description:
The customer reported the ventilator fails the air delivery, pressure and heated filter tests during pre-operational extended self testing. The customer reported patient involvement with no harm to the patient.